Event description:
Pt undergoing laparoscpopic properitoneal groin hernia repair. Surgeon opened pdb1000 and noted hole in bottom of balloon when attempting to inflate. Opened second package (same product) and noted the plastic nipple connector was broken off where it joined the body of the unit. A third package (same) product was opened, found intact and procedure was completed without further incident.